Event description:
The customer's mother reported her son's blood glucose reached 480 mg/dl less than 24 hours after the pod was activated. Upon deactivation he noticed that the cannula was out of his skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.